Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es facility needs load messages sent for mmc-or6 to correct the inventory table in epic. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist worked with customer logged on to server and sent requested messages to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.